Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a sudden increase in pacing impedance measuring above 3000 ohms on the right atrial (ra) lead channel. No adverse patient effects were reported. This system remains in service.